Manufacturer narrative:
The date of manufacture was unknown. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the motor device had a ruptured hose. This event was not related to surgery. There was not patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During assessment it was observed that there was a ruptured hose which was indicative of allowing the hose to come into contact with a sharp object. Reliability engineering evaluated the device and observed that the hose was deemed to have a hole and not a rupture. Therefore, the reported condition was confirmed. E assignable root cause was determined to be due to component damage caused by user error, use and/or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.